Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable low elecsys hcg + beta test system (hcg+b) result for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial hcg+b result from the primary sample tube (sample a) was >10000 miu/ml with a data flag. The sample was retested diluted by the instrument and a result of 211.700 miu/ml with a data alarm was obtained. The dilution factor performed by the analyzer was 1:100. The hcg+b result of 211.700 miu/ml was released to the doctor. On (B)(6) 2018 a new sample (sample b) was collected from the patient and the hcg+b result was about 995,169.000 miu/ml. Sample a was retested on (B)(6) 2018 and an hcg+b result of 921,502.000 miu/ml was obtained. There was no allegation of an adverse event. The hcg+b reagent lot was 32944601 with an expiration date that was not provided. The customer was not using disk adapters for 13mm sample tubes. Based on the quality control data provided a reagent issue can be excluded. The field engineering specialist stated that the initial sample result contained a "sample s. Alarm" which is likely an indication of improper sample pre-analytics. He checked the analyzer and performed performance testing and everything was okay. The investigation determined that the provided centrifugation time for the patient sample appears to be too short and too fast. The issue observed is consistent with a customer not using disk adapters for 13mm sample tubes.